Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was fine upon insertion. Pt returned a couple of days later and had a split in the catheter extension. Catheter removed and replaced.